Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: manufacturing location: (B)(4). Manufacturing date: 07october2009. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 4.9 mm titanium locking screw stripped and two conical extraction screws broke during a hardware removal due to avascular necrosis of the femoral head performed on (B)(6) 2015. The date of the original procedure was approximately eleven (11) years ago. Removed hardware included four (4) intact 4.9 mm titanium locking screws. The original intention was to remove all hardware (titanium femoral nail with four (4) 4.9mm locking bolts of the 459.xx family) on (B)(6) 2015 in preparation for a conversion to a total hip arthroplasty. The "male" conical extraction screw was screwed into the recess of the forth screw and it broke off into the recess (completely frozen in there). The "female" conical extraction screw was then tried, and that broke also. A hollow reamer was then used to ream over the screw head, on both medial and lateral sides of the nail. The screw was then removed successfully. There was a reported sixty (60) minute surgical delay. No fragments left behind. The procedure was completed without further incident. The nail is planned to be removed at a later, unknown date. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Extraction bolt for 6.5mm & 7.0mm screws (part number: 309.069, lot number: 2524893. Upon visual inspection of the complaint device it can be seen that the distal tip of the instrument has broken from the instrument and was not returned. Approximately 10.90 mm of the device had broken off. A root cause could not be determined; a possible cause could be the screw that was trying to being removed had become hardened after being in the patient¿s anatomy for approximately 11 years and made it difficult to remove without some force which lead to breaking of the tip on the instrument in attempt to remove it. This complaint is confirmed. All measurements were made using calipers. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.